Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8578 , serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [2,000 mcg/ml] at a dose of 12 mcg/day via an implantable pump for an unknown use. It was reported there was an infection on (B)(6) 2017-. The infection was at the open wound on the abdominal pocket. The reason for the pump and catheter removal was stated to be due to the infection of the organism. There was also a report of gradual loss of therapy. The device was returned to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight at the time of the event was (B)(6) kg. It was also reported the gradual loss of therapy was likely a patient/therapy issue. The patient¿s family felt he was not getting much response to intrathecal gablofen. He tolerated wean prior to explant (on oral baclofen). The wound opened spontaneously. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The cause (if available) is documented in the formal investigation: product ID: 8709, lot# serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Analysis of the pump found that there were no anomalies. Analysis of the 8709 catheter found that the catheter body was broken. Analysis of the 8578 catheter found that there were no anomalies. Pump- eval code-result updated. Eval code-conclusion updated. The 8709 catheter- eval code-conclusion updated. The 8578 catheter- eval code-result updated. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.